Event description:
It was reported via voluntary medwatch no. (B)(4) that balloon rupture and shaft break occurred. The target lesion was located in the portal vein. An angled non-bsc guide catheter was advanced to the lesion. A non-bsc amplatz guide wire was selected and advanced. A 8.0 x 40, 75cm mustang balloon catheter was selected to treat the lesion. The balloon ruptured. The number of inflations and to what atms is unknown. While trying to retract the balloon, the catheter appeared to be on the guide wire. The physician removed the guide wire with difficulty and an angled glidewire was placed. All devices were removed except the guide wire. It was noted that the catheter broke loose and there was a small fragment noted on the distal marker of the catheter. Contrast agent was administered within the vein without filling defect identified. The physician placed an unspecified self-expanding stent extending from the hepatic vein into the portal vein. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).